Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when extracting the gallbladder inside the bag through the trocar, the bag tore. The gallbladder got stuck in the trocar. The surgeon repositioned the trocar, reintroduced a new bag and extracted the gallbladder. The sales representative reported in more details the incident: in this type of procedure, the trocar has been previously removed to allow the bag to pass through. In this incident, when the gallbladder was extracted through the lap chole access port, the bag tore and the gallbladder got stuck. The surgeon had to push the gallbladder back inside the patient, placed the trocar back on and using a new memobag to extract the gallbladder successfully.

Event description:
It was reported that when extracting the gallbladder inside the bag through the trocar, the bag tore. The gallbladder got stuck in the trocar. The surgeon repositioned the trocar, reintroduced a new bag and extracted the gallbladder. The sales representative reported in more details the incident: in this type of procedure, the trocar has been previously removed to allow the bag to pass through. In this incident, when the gallbladder was extracted through the lap chole access port, the bag tore and the gallbladder got stuck. The surgeon had to push the gallbladder back inside the patient, placed the trocar back on and using a new memobag to extract the gallbladder successfully.

Manufacturer narrative:
Qn#(B)(4). The review of DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. The defective sample (photo 1) was examined. From the first look, it is clear, that the bag is leaky. One (1) hole/rupture was found in the bottom part of memobag (photo 2). The foil is drawn at place of rupture (photo 3). The rupture was created from the inside out. Inspections during production: document#:, revision#:, issue date:, parent document:, zfrm-0120, 03, refer to agile, zsop-0028. Multifunction inspections were performed during production and/or packaging of memobag products. Nonconforming products should be detected and immediately scrapped during these inspections. The memobag was 100% inspected several times during production as follows: during welding of bag (according to work instruction zw/-02-001, rev.07): 100% visual inspection is performed on all welded bags. Presence of scratches, grooves or holes on the surface of protective film is inspected. In case of some of these defects, the bag is always scrapped. 100% inspection before rolling of memobag (according to work instruction zw/-02-010, rev.07): the surface of bag is clean and powdered, without glue, damages and other defects the bag can be pull down by the loop, no impurities are inside the bag, the weld is regular and compact all-round the bag, result: in case of broken bag, such bag should be immediately detected and scrapped. Additional information from the customer: the sales representative reported in more details the incident: "in this type of procedure, the trocar has been previously removed to allow the bag to pass through. In this incident, when the gallbladder was extracted through the lap chafe access port, the bag tore and the gallbladder got stuck. The surgeon had to push the gallbladder back inside the patient, place the trocar back on and using a new memobag extract the gallbladder successfully." Reported defect can be confirmed. Such hole/rupture cannot be found after bag insertion and opening depending on character of the hole/rupture. The hole/rupture was created from the inside out. The root cause of this complaint was determined as improper method of use during memobag removal (IFU was not followed) in this type of procedure, the trocar has been previously removed to allow the bag to pass through. In this incident, when the gallbladder was extracted through the lap chole access port, the bag tore, and the gallbladder got stuck. The surgeon had to push the gallbladder back inside the patient, place the trocar back on and using a new memobag extract the gallbladder successfully).